Event description:
It was reported that a ventilator failure occurred during use. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use. No injury reported.

Manufacturer narrative:
Based on the logfile analysis, an entry (v044) was found indicating that during the case in question, the membrane vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. It could be concluded that the lower rolling membrane was causing a leakage and the following vent-fail. Consequently, the lower diaphragm was replaced during on-site checking in follow-up to the event. As a preventive measure, the ventilator assembly has been replaced as well. Dräger finally concludes that the fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag; no patient consequences have been reported. The replacement of the lower diaphragm has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.